Event description:
It was reported that bd smartsite 20mm vial access device was leaking. The following information was received by the initial reporter in chinese with the verbatim: the patient was hospitalized in the tumor radiotherapy department of our hospital due to middle and lower esophageal squamous cell carcinoma. At 9:00 am, (B)(6) 2023, the patient received chemotherapy drug infusion according to the doctor's advice. When the nurse was dispensing chemotherapy drugs, it was found that the closed infusion joint without a needle was leaking, resulting in chemotherapy drug leakage.the gloves were replaced, disinfected and re-worn for reconfiguration, but the treatment time of the patient was delayed and the therapeutic effect was affected. The doctor strengthened observation and finally the patient successfully completed the treatment without other abnormal reactions.chemotherapy drugs are harmful to the skin and may cause skin injuries to nurses.

Manufacturer narrative:
(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples were received for investigation of pr (B)(4), in which the customer has stated that leakage was observed from the smartsite of a 2205e china from lot 22055727. No further information was available to assist the customer's experience in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22055727 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2205e china product in the past 12 months. H3 other text : see h10.

Event description:
It was reported that bd smartsite 20mm vial access device was leaking. The following information was received by the initial reporter in chinese with the verbatim: the patient was hospitalized in the tumor radiotherapy department of our hospital due to middle and lower esophageal squamous cell carcinoma. At 9:00 am, 2023.9.1, the patient received chemotherapy drug infusion according to the doctor's advice. When the nurse was dispensing chemotherapy drugs, it was found that the closed infusion joint without a needle was leaking, resulting in chemotherapy drug leakage.the gloves were replaced, disinfected and re-worn for reconfiguration, but the treatment time of the patient was delayed and the therapeutic effect was affected. The doctor strengthened observation and finally the patient successfully completed the treatment without other abnormal reactions.chemotherapy drugs are harmful to the skin and may cause skin injuries to nurses.